Manufacturer narrative:
After battery installation, device powered up with a blank display due to heavy corrosion and rust along the bottom of the insides. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer states the display was not blank less than 30 seconds. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Display did not return after pump restart. The insulin pump will be returned for analysis.